Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer inquired via phone call on the meaning of sensitivity and active insulin. Customer inquired due to low blood glucose of 34 mg/dl. Customer made adjustments to sensitivity setting even though was advised that it was not recommended unless instructed by healthcare professional. Customer had not been to hospital, but was thinking of going due to low blood glucose. Customer declined troubleshooting.